Event description:
New information received notes that the low voltage lead was intended to be implanted in the right ventricle (rv).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the parameters of the low voltage lead were checked after positioning, it was noted that the low voltage lead exhibited high pacing impedance and loss of capture at high outputs. The low voltage lead was not used and replaced. The patient remained stable throughout the procedure.